Manufacturer narrative:
Pump received with no button response due to moisture keypad traces. Failure analysis was unable to confirm failed battery test, unexpected battery out limit, and low reservoir alarm due to keypad unresponsive. Pump received with cracked belt clip slot, cracked reservoir tube lip, cracked case near display window corners, and stained end cap sticker noted.

Event description:
The customer reported via phone call that they had a low reservoir alarm that could not be cleared. The customer reported replacing the battery and a failed battery test alarm and battery out limit alarm occurred after. The customer's blood glucose was 190 mg/dl. It was also reported the alarms could not be cleared because the buttons were sticking and unresponsive. Troubleshooting could not be performed due to the keypad anomaly. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.